Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: * please confirm if a box of j442h was labeled incorrectly as j316h (labeling issue) or if sutures from j316h were found within a box of j442h (product mix/incorrect component). Box of j442h was labeled correctly. Packaged with j316h suture. Product mix/incorrect component. * please confirm if this is a delivery issue (ordered j442h and received j316h instead). Not a delivery issue. * were there any patient consequences? No patient consequences. It was noticed by an rn pulling a suture from the box. Upon further investigation, realized the whole box was filled with j316h instead of j442h. * please confirm lot tmmbc as it appears to be missing a number. Correction: tmmmbc a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigation summary the product was returned to ethicon for evaluation. The returned product determined that it was received; one unused open sample in a petri dish and thirty-four unopened samples that belong to product code j316h and lot tmbbgtz0 inside a plastic bag. Also, it was returned; one empty box of product code j442h with lot tmmmbc. Due to the mismatch observed, a further investigation was performed, and the following was observed: the samples of product code j316h, lot tmbbgtz0 were manufactured in germany in nov/02/2023 and expiration on apr/30/2029. The empty box for product code j442h with lot tmmmbc was manufactured on nov/23/2023 and expired date on oct/31/2028 at juarez, mx. Also, according to the sampling plan, a visual inspection was performed on thirteen samples, and no anomalies or issues related to packaging integrity were observed during the evaluation. Based on the investigation performed, it was determined that the products returned were manufactured at different sites. Therefore, they could not have been mixed during the manufacturing process. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6)2024, and suture was used. They received a box of suture that was packed in the box labeled for a different product. Additional information has been requested.